Event description:
As stated by the customer (B)(6) 2010: it was reported by the customer that the resident was being transferred from the bed to her specialist chair when she had a jerky moment (this is a frequent occurrence) and she fell out of he ling and hit her head on the bedside cabinet. The paramedics were called and they left the resident on site for 15 minutes observations by site staff. The resident was transferred to hospital and was back and forth a few times until the hospital discharged her after few hours as there was nothing further they could do. (B)(4).

Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment (B)(4) will be reported by us, the legal manufacturer, arjo hospital equipment (B)(4) on behalf of our sales and distribution company in the USA, (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation. Additional information: (B)(6). One of the carers has been suspended from work and the police have been informed of the incident. (B)(6). Had (B)(4) refresher training yesterday. Both of the trixie hoists are still in use. The sling is being kept in a black bag (removed from this by me to inspect fully and replaced in bag) and is being kept as possible evidence. It maybe available at a later date if required, although at this time it is possibly contaminated.